Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, quality control, and a visual inspection and dimensional verification of the returned device were conducted during the investigation. Upon visual inspection of the device, the check-flo valve was separated from the sheath. The flare appears mangled and deformed after being pulled from the cap/adapter. Also, using the go/no-go gauge, the flare was shown to be of the appropriate size. The fitting separation contributed to the customer complaint, "the sheath was placed in the right common femoral artery, then advanced up and over the bifurcation to the left common femoral artery. Angioplasty was performed to left popliteal. Upon completion of the procedure, the sheath was pulled back (over the wire) and the hub separated from the sheath at that time. There is no evidence to suggest that the product was not manufactured to specifications. Due to the deformation of the flare, root cause was found to be excessive pressure. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
During an aif peripheral procedure with intervention to left leg of the 73 year old female patient, the physician had the sheath up and over bifurcation. The sheath was placed in the right common femoral artery, then advanced up and over the bifurcation to the left common femoral artery. Angioplasty was performed to left popliteal. Upon completion of procedure, the physician was pulling the sheath back over the bifurcation when the hub pulled off the sheath. It was reported that the patient's anatomy may have been calcified. The patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.

Event description:
During an aif peripheral procedure with intervention to left leg of the (B)(6) female pt, the physician had the sheath up and over bifurcation. The sheath was placed in the right common femoral artery, then advanced up and over the bifurcation to the left common femoral artery. Angioplasty was performed to left popliteal. Upon completion of procedure, the physician was pulling the sheath back over the bifurcation when the hub pulled off the sheath. It was reported that the pt's anatomy may have been calcified. The pt did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.